Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate therapy and that ipg does not charge. The patient underwent a replacement procedure and was doing well postoperatively. The ipg will not be returned.